Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a button error from her insulin pump. The customer's blood glucose level was unknown. The customer stated that his keypad was not working on the insulin pump. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.